Event description:
Customer reported on (B)(6) 2012, that they could not connect to their lss during setup for a procedure. They went through power cycling the system and the lss, but were still unable to connect. We figured out the system was networked, so we tried disconnecting the ethernet cable and restarting, but encountered the same problem. Subsequent information was received on (B)(4) 2012, indicating the site cancelled the superdimension case. The patient was under general anesthesia. There was no patient harm or injury reported.

Manufacturer narrative:
The location substation processor (lss) was returned for evaluation. The analysis confirmed at some point the location substation ethernet port was disabled within windows. The site has since successfully completed cases. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.